Manufacturer narrative:
Integra has completed their internal investigation on 09/07/2015. The investigation included: methods: review of device history records, review of complaints history. Results: the reported defective cam02 monitor battery was not returned to integra for failure analysis investigation. The complaint investigation verified the customer received a replacement battery. Since the product was not returned for evaluation and the complaint review verified no adverse trend was identified, no corrective actions are deemed necessary for batteries supplied with the cam02 monitors. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2015 ¿ feb. No non-conformance reports were raised during the manufacturing process for this monitor. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for the cam02 monitor (B)(4). Rate of occurrence: during the time period ¿jul 2014 to aug 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (B)(4) can therefore be calculated as (B)(4). Conclusion: since the product was not returned for evaluation and the root cause could not be determined.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The cam02 battery failed per the status bar. Additional information was requested and on (B)(6) 2015, the following was provided by the customer. On (B)(6) 2015, the battery failed while attached to the vtun catheter several days post implantation. The monitor was working fine, the battery failed, and the staff was made aware via an alarm and notification on the status bar. The monitor stilled worked when plugged in. The length of time the product was in use before the event occurred was more than likely 12-24 hours. There was no patient harm or injury. When remedial actions did not resolve the issue, the monitor was replaced with another cam02 monitor. Treatment delay and patient outcome were reported as not applicable.